Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient seeking legal action. Pfs received from legal. Pfs alleges that the patient is in pain everyday and was revised because the hip failed.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor and metal wear and metallosis. Added age, law firm, revision surgeon, hospital, updated patient harm and updated product details of head and liner including manufactured date. Doi: (B)(6) 2004 - dor: (B)(6) 2004 (right hip).